Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing impedances of less than 100 ohms and high thresholds. As a result the device reprogrammed to vvi and during the most recent device change out the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.